Manufacturer narrative:
All buttons function properly. Cracked reservoir tube lip and scratched display window noted during visual inspection. All buttons function properly. However moisture damage was noted on keypad traces. No moisture damage noted on electronic assy. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported that the insulin pump was exposed to fluid. Customer stated insulin pump dropped in the water by accident and had problems pressing buttons. Troubleshooting was done. Customer's blood glucose was 65 mg/dl. Performed self test and test passed. Customer stated that he will leave for europe and would like insulin pump replaced. No further information provided.